Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported dislodgement. The lead proved to be without fault throughout its inspection. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodgement was observed. Physician chose to explant and replace the lead; however, the dislodgement was not attributed to any defect in the original lead. No adverse patient side effects were reported. Should additional information be received, this file will be updated.